Event description:
It was reported that this implantable cardioverter defibrillator (ICD) received an alert message that explant indicator was reached and exhibited code 1003 indicative of batter voltage too low for the projected remaining capacity. It was noted that this patient had a ventricular arrhythmia that was sinus driven in which the patient received anti-tachycardia pacing (atp) and shock therapy however, the shock therapy does not covert the patients rhythm and the shock accelerates the rhythm. Technical services recommended a device replacement. Subsequently, this ICD was explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) received an alert message that explant indicator was reached and exhibited code 1003 indicative of batter voltage too low for the projected remaining capacity. It was noted that this patient had a ventricular arrhythmia that was sinus driven in which the patient received anti-tachycardia pacing (atp) and shock therapy however, the shock therapy does not covert the patients rhythm and the shock accelerates the rhythm. Technical services recommended a device replacement. Subsequently, this ICD was explanted and replaced successfully. No additional adverse patient effects were reported.